Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. Subsequently the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information indicates that this lv lead was visualized via fluoroscopy and the physician noted that there was an insulation break near the clavicle. No additional adverse patient effects were reported.